Event description:
Device 3 of 3; reference MFR. Report #1627487-2019-03354, reference MFR. Report #1627487-2019-03355.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Device 3 of 3. Reference MFR. Report #1627487-2019-03354, reference MFR. Report #1627487-2019-03355. It was reported the patients leads had migrated. As a result, the patients leads were explanted and replaced. Surgical intervention addressed the issue.